Manufacturer narrative:
The technician found the cause to be worn and missing brake pads. The technician replaced the brake casters to resolve the issue.

Event description:
The technician alleged the brakes are not holding while in brake mode. No patient impact.